Manufacturer narrative:
Investigations determined that the analyzer measuring cells were overdue for replacement. The issue is consistent with overdue measuring cell maintenance (replacement). Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). No calibration influence was observed. Controls were within range prior to the event. A general reagent or analyzer problem was not present. Non-systematic irreproducible results do not represent a general malfunction of the assay. No relevant alarms were observed on the day of the event. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The patient sample initially resulted in a troponin t value of 276 ng/l. The doctor questioned the value, so the sample was repeated. The sample was repeated on (B)(6)2025, resulting in a troponin t value of 9.3 ng/l. The repeat value was deemed clinically plausible by the customer. A rapid troponin t test performed on the patient confirmed the negative value.